Manufacturer narrative:
The technician isolated the issue to the left gas spring. He replaced the gas spring to repair the stretcher.

Event description:
Info received indicates the head section is sticking in the raised position.